Event description:
I had coolsculpting performed on my back in 2017. I now have permanent pain whenever that area is touched. I'm now disfigured from the procedure, and am left with a lump where the coolsculpting paddles were used. I have learned recently this is a known side affect called paradoxical adipose hyperplasia.